Event description:
It was initially reported that the patient's device was being replaced due to battery depletion. Additional information was reported that the patient was having frequent shock-like sensations which ultimately lead to the generator¿s removal and replacement. Information from the doctor¿s office indicated that the patient¿s shock like sensations were likely due to setting changes and the patient getting used to the feeling. The nurse stated there were no serious injuries with the shocks that the patient experienced. The generator was returned for product analysis and it was confirmed that there were no performance or any other type of adverse conditions found with the generator. No other relevant information has been received to date.